Manufacturer narrative:
Continuation of d10: product ID 8709sc. Serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6) 2026. Product type catheter ubd: 10-jun-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a healthcare provider (hcp) regarding a patient who was receiving morphine (10mg/ml, 3.3 mg/day) and bupivacaine (3.7mg/ml bupivacaine , 1.2 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient's pump was currently malfunctioning, but they did not know in what manner. The caller was referred to the managing healthcare provider (hcp) for further assistance. The caller called back and reported that the pump was filled in april and started to malfunction in march. Additional information was received from the manufacturing representative (rep) on (B)(6) 2026. The rep reported the patient had an increase in pain and titration upward didn't relieve their pain. The patient had a fall in their home. The patient told the rep that they were reaching for their cane, missed, and had a really bad fall. They reported that they fell on the pump and hadn't been the same since. Troubleshooting and diagnostics included that they increased the patient's personal therapy manager (ptm) bolus dosage, and the hcp did a dye study on (B)(6) 2026 before the manufacturer got involved to support a catheter revision. During the revision procedure, they opened the pocket at the pump site, and the catheter was twisted like a pretzel and kinked at the proximal end. The healthcare provider (hcp) said at that point, that's why they couldn't aspirate in the clinic. The hcp then said that the physician who put this catheter in should have cut it, because it was too much catheter. There was too much length in the pocket, so the hcp trimmed it 20+ cm and reconnected it. Then, they could aspirate it without issue. The hcp cut the patient's dose 50%. The plan was to send the patient home later. They reported that the issue had been resolved at the time of the report.